Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with the insulin pump's sensor. Her blood glucose level was over 400 mg/dl but her sensor glucose reading was 223 mg/dl. She did not calibrate. Threshold suspend was triggered by the sensor reading and the insulin pump stopped delivering insulin because she did not clear the alarm. The product was not returned. Nothing further to report.